Manufacturer narrative:
Retainer ring - black. Customers returned pump for an alleged damaged battery cap, failed self test, drive/motor anomaly and no delivery found on apr 26, 2021. Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed several pump alarm insulin flow blocked alarm on (B)(6) 2021 at 13:44 (B)(6) 2021 at 4:24 and 4:25 as well as (B)(6) 2021 at 3:51 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, stained keypad overlay and minor scratches on lcd window. In summary, customers alleged insulin blocked alarm during bolus, failed self test and motor/delivery anomaly was not confirmed. Pump passed full dry test. No anomalies noted on electronic/motor assemblies. Damaged battery cap could not be confirmed due to not knowing if original battery cap was returned with pump. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had battery cap damage and self test was not able to complete. Customer stated battery cap was not replaced due to also reporting issues with the insulin pump making motor sounds. The insulin pump received insulin flow blocked alarm during fill tubing. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.